Event description:
During a follow-up in clinic, an alert for charge time out was observed on the device. A manual capacitor charge was performed and no anomalies were observe. The device was explanted and replaced during an unrelated procedure. The patient was stable.